Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2024 wherein the intraop impedance check revealed only few contacts had high impedance on the lead and adequate therapy could be obtained. As such, the extension was explanted and replaced with a new extension. Impedance check revealed normal impedance with the new extension. Reportedly, therapy was restored post op.

Event description:
It was reported that the patient¿s left lead has high impedances resulting in ineffective therapy/ auto reducing therapy strength. CT scan did not show any anomaly. Surgical intervention may take place at a later date to address the issue.